Event description:
It was reported that during a procedure on (B)(6) 2025, the left drg leads at l3 and l4 were pulled out of place by the physician. As a result, the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.